Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
As reported, during a transfemoral tavr procedure in the aortic position via tf approach, towards the end of valve inflation a small pinhole puncture was noted on the commander delivery system balloon. The 26mm sapien 3 valve appeared to be fully deployed and the team did not feel the need to go back and re-deploy or post dilate the valve. The valve was intentionally deployed in a 70:30 aortic position due to the amount of stj calcification. The patient had good hemodynamics throughout the procedure. No pvl or cai were reported. The patient left in stable condition. No abnormalities were note with the balloon prior to use.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The device was not returned for evaluation as it was discarded by the site.  In addition, no applicable imagery was provided for review.  Due to the unavailability of the relevant devices, engineering was unable to perform any visual, functional, or dimensional analysis. As a result, a manufacturing non-conformance could not be identified. A device history review (DHR) was performed and revealed no issues that would have contributed to the complaint event.  The lot history review did not reveal similar complaints for balloon-leakage.  A review of complaint history from (B)(6) 2017 to (B)(6) 2018 revealed similar complaints with returned devices for the edwards commander delivery system (all sizes and models) for balloon-leakage which were confirmed. However, no manufacturing non-conformances were identified during the investigations of the similar complaints.   A review of complaint data for september 2018 revealed that the complaint occurrence rate did not exceed the control limit for the trend category of leakage. A review of the instructions for use (IFU) and training manual revealed no deficiencies.  Inspections and tests during manufacturing process support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. Since no imagery, procedural videos, and the delivery system were not returned, the complaint for balloon ¿ leakage was unable to be confirmed. A review of the manufacturing mitigations in place supports that the delivery system have proper inspections in place to detect issues related to the reported event. A review of the DHR, lot history, complaint history, and manufacturing mitigations did not provide any indication that a manufacturing non-conformance contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified.  Additionally, a review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  In this case, the device was not returned for evaluation, therefore, engineering was unable to confirm any manufacturing non-conformance that could have caused or contributed to the event. However, since the device was able to be successfully de-aired, it is likely that the leakage source was not present on the device out-of-box and was created during the procedure. Available information suggests that patient (heavy calcification around the annular region) factors may have contributed to the reported event. However, a definite root cause is unable to be determined.  The occurrence rates did not exceed the control limits, no manufacturing non conformances, no labeling, training, or IFU deficiencies were identified, therefore, no corrective/preventative action is required at this time.